Event description:
Prytime is filing this report with an abundance of caution due to the presence of a 7 fr introducer sheath in the vessel, which may have contributed to the development of a thrombus requiring a thrombectomy for treatment. The 7 fr introducer sheath is manufactured and labeled by the OEM and included in prytime's convenience kit. A patient was involved in a motor vehicle collision, unrestrained, suffering multiple fractures in both legs. Upon arrival at the hospital the patient was hypotensive, blood product was given but patient remained hypotensive. The decision was made to use a reboa catheter. The 7 fr introducer sheath and catheter were placed on the patient's right side. The catheter was removed after being in the vessel for approximately 1.5 hours. The 7fr introducer sheath was left in the patient for 12 hours. After removal of the 7fr introducer sheath, a thrombus was identified in the right leg and a subsequent thrombectomy was performed. Patient remains alive. Upon investigation of this incident, the presence of the 7 fr introducer sheath in the vessel for 12 hours may have contributed to the development of the thrombus. There was no reported or alleged failure or deficiency with the prytime products or labeling.